Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported that she felt uncomfortable stimulation when she walked through a security screener at (B)(6), she had forgotten to turn off her implant ."it was between (B)(6) (2018) and (B)(6) (2019). There were no further complications reported at this time.